Event description:
Additional information received from the patient reported she had notified her health care provider and her next appointment would be on (B)(6). She guested the swelling was because she was still healing. The leakage had never stopped. The device did not help with leakage. She changed the level on the device (higher) for the leakage but it still did not help.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient had swelling near their vagina, had been wetting themselves and still had to wear pads. The patient had to change their undergarments three times already, and wanted the device to help them not wear pads anymore. The patient stated they were receiving 50% or more symptom relief, and they were able to hold themselves a lot better than they used to before the implant. The patient reported seeing a poor communication screen after trying to sync when using the antenna. The patient stated they would get the urge to go to the bathroom, would start heading to the bathroom but would not make it. They had increased the stimulation twice and their symptoms had not improved, and also mentioned they felt the stimulation sometimes. The patient stated they had an appointment with their healthcare provider (hcp) at the end on the month. The patient later reported they were really frustrated becaus e they were going on themselves, still wearing pads and had discomfort/overstimulation on the left side of their uterus wall when laying on their back or sitting on the toilet. The patient noted the stimulation seemed to be helping during the night. It was determined the patient's stimulation was off, the patient turned the stim on, increased it, and felt the stim comfortably at 1.3v. The patient then stated they were on 1.6v but had not increased the stimulation themselves, and the patient programmer (pp) was increasing stim on its own. The lightning bolt in the top left hand corner disappeared but the caller denied hitting the stim off button. The patient also mentioned they had a hysterectomy back in 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.